Event description:
On 03/19/1999, the facility's or materials management informed the MFR's sales rep of the following: the internal diameter (i.d.) Of the catheter is incorrect on the labeling of five (5) devices. I.d. Reads 1.5mm (0.060") and it should read 1.6mm (0.065"). No further details were provided.